Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer was notified about the event on oct 19, 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung procedure, the stapler was unable to fire while being applied on lung tissue. The surgeon was able to press the green button and to squeeze the handle. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.